Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin. Customer's blood glucose was 270 mg/dl and the infusion set site was changed to address bg. There was no reported issues observed with the infusion set site. As issue was not occurring at the time of report, recommendation was made for customer to discuss event with their healthcare provider.